Event description:
Customer reported that on (B)(6) 2012 he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was over 800 mg/dl. Customer stated that he was treated and released the same night. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-002349, 2032227-2014-002350, 2032227-2014-002351,